Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh were implanted due to stress urinary incontinence and cystocele. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and can¿t sit. It was reported that patient underwent mesh debridement of synthetic pubovaginal sling on (B)(6) 2004 due to erosion of synthetic vaginal sling. It was reported that mesh was implanted on (B)(6) 2007 along with concurrent cystoscopy, transvaginal tape, posterior colporrhaphy, removal of nevus on right thigh due to mixed incontinence and rectocele. It was reported that the patient underwent a davinci assisted bso, sacrocolpopexy with gynemesh, perineorrhaphy and cystoscopy on (B)(6) 2009 for incomplete uterovaginal prolapse. It was reported that the patient underwent excision of eroded vaginal mesh implant on (B)(6) 2010 due to vaginal mesh erosion. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.